Manufacturer narrative:
Batch review performed on 18 may 2021: lot 2010540: (B)(4) items manufactured and released on 03-feb-2021. Expiration date: 2026-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager. Few weeks after cementless total hip arthroplasty, the patient reported pain due to a periprosthetic femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
Periprosthetic fracture 2 weeks after surgery. The surgeon cabled the fracture and revised the stem and head. The surgery was completed successfully.